Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number: (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at connection with catheter/reservoir. No further information available.